Event description:
Device #1 of 4: reference MFR. Report: 1627487-2018-02494 , 1627487-2018-02504 , 1627487-2018-02505 . Follow up information identified the site looks clean and free from infection.

Event description:
Device #1 of 4: reference MFR. Report: 1627487-2018-02494, 1627487-2018-02504, 1627487-2018-02505. Follow up information identified the patient underwent surgical intervention on 26 march 2018 where the scs system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report: 1627487-2018-02494, 1627487-2018-02494, 1627487-2018-02504, 1627487-2018-02505. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable thus both leads are reported. It was reported the patient has a pressure lesion causing an infection at the lead site. Surgical intervention is pending to address this issue.